Manufacturer narrative:
B3. Date of event: month and year of event have been provided, but day is unknown. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited an upstream occlusion alarm failure. There was no patient involvement.

Manufacturer narrative:
Received one device. The customer reported that the an upstream occlusion alarm failure occurred during testing. The complaint was replicated through an upstream sensor test. The cause of the reported issue was due to an assembly error with the upstream connector. The reported issue was resolved by replacing the upstream sensor and seal. Device passed all functional and delivery tests after repair activities were completed. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.